Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The operator discovered that the negative result did not match the clinical picture of the patient and informed the emergency room staff that the sample would be rerun and to hold the initial result. The sample was rerun on an alternate instrument and resulted higher. The rerun result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The cause of the discordant, false negative hcg result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
Additional information (08/01/13): during follow-up with the customer, the siemens technical solutions center (tsc) specialist was informed that the customer had reseated and realigned the reagent probe, as they had been advised to during troubleshooting. Quality controls were run, all of which were within range. The patient sample was then rerun and resulted as expected. The cause of the discordant, false negative hcg result was a malfunction of the reagent probe. This instrument is performing according to specifications. No further evaluation of this device is required.